Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information,patient had an altis procedure on (B)(6) 2016. Since (B)(6) 2019, recurrent urinary infection and urethral pain after micturition. On (B)(6) 2019 patient diagnosis of urethral mesh erosion. Underwent revision of altis sling (partial removal under general anesthesia) on (B)(6) 2019. On (B)(6) 2020, patient had neither pain nor urinary infection, resolved was noted for status of event.

Event description:
Correction due to a typo: status of the event: resolved. On (B)(6) 2019: patient had neither pain nor urinary infection

Manufacturer narrative:
This follow-up was created to document the additional informaiton and corrections. No components were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, erosion, pain quality accepts the physician's observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.